Manufacturer narrative:
Device evaluation: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that nd pump wont run and patient was unable to clamp line. Patient went to clinic for assistance. Requested that clinic rn demonstrate to him how to clamp the line so troubleshooting can occur more effectively in the future if needed. Understanding was verbalized. No patient injury was reported.